Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that that a technical failure 379 alarm occurred. This indicated no o2 dosing was possible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Logfiles were provided and review observed the unit prompted one instance of tf 379 - no o2 dosing possible. Tf 379 occurs when the o2 proportional valve may be leaking. Review of the logs showed that prior to the alarm, fio2 was set to 31% while no o2 was connected. Approximately 10 seconds later, o2 was connected, and immediately after, the ventilator alarmed tf 379. This sequence of events may have been interpreted by the device as a leak. Additional troubleshooting was performed and confirmed there was no leaks. The device was confirmed to be functioning as intended.